Event description:
It was reported that a 18" (46 cm) appx 7.8 ml, trifuse add-on set w/2 chemolock¿, 3 clamps (blue, 2 red), dry spike adapter was found to have caused. It was stated that ¿plastic particles visible in drip chamber on spiking with fres line¿. The event occurred during priming of line. There was no patient involvement, and no one was harmed by the reported event. Mpahanonot 05-sep-2024

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
One used. List #011-cl3266, 18" connected to an unknown, chemolock and chemolock injector were returned for evaluation. As received an unknow white particulates floating inside the drip chamber were observed. The particulates were extracted from inside the drip chamber and an excess of plastic from the same location was observed. Complaint of particulate matter can be confirmed based in the physical samples returned by customer. No assignable cause related to ICU medical product manufacturing or design was identified. Reported condition was replicated when using the drip chamber spike provided by the customer and the shape of this drip chamber used to access the ICU medical dry spike is considered the most relevant factor to create these particulates. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9 device returned to manufacturer on 8/21/2024.